Event description:
It was reported that on (B)(6) 2011 the patient presented with back pain and left-sided radiculopathy. MRI indicated ¿a small to moderate sized left foraminal-lateral disc protrusion at l4-l5 existing nerve root .¿ ¿moderate left neural foraminal stenosis present at this level secondary to foraminal disc protrusion, facet spur/hypertrophy, without significant interval change. A small left lateral disc protrusion at l3-l4 is again seen, slightly more conspicuous.¿ on (B)(6) 2011 the patient presented with left sided radiculopathy. CT scan indicated ¿stable mild degenerative disease of lumbar spine with small disc bulges form l2-l3 to l4-l5, moderate left far lateral and foraminal broad based herniate and degenerative arthrosis of the facet joints at l4-l5 causing severe stenosis of the left neuroforamen and impingement of the existing l4 nerve.¿ on (B)(6) 2012 the patient presented with a preoperative diagnosis of a l4-l5 disk herniation, with symptoms of back and left radicular leg pain. The patient underwent full discectomy / anterior lumbar discectomy and interbody fusion. It was reported in the postoperative report that there was ¿left l4 radiculopathy. MRI shows very large intra and extraforaminal disk herniation on left at the l4-l5 level. CT evidence of early facet arthorpathy at l40l5. Significant bone coming off the left l4-l5 facet.¿ per the operative notes: ¿with the lateral exposure, plate depth at 170 mm. This made for a very challenging exposure, especially around the high riding iliac crest as well as anterior tract of the neural structures¿ the lateral aspect of the spine could not be directly palpated due the patient¿s body habitus.¿ during the procedure, the physician encountered difficulty placing k-wires through the pedicles of l4 and l5 bilaterally ¿due to the patient¿s spine moving with her large body habitus¿. No radial leg syndrome was noted in recovery room. Neurologic examination was noted as normal. On (B)(6) 2012 the patient presented with ¿new right sided radiculopathy since lumbar surgery.¿ a CT scan indicated ¿less pronounced left lateral/foraminal disc herniation at l4-l5. Evidence of accompanying right lateral/foraminal disc protrusion or early herniation.¿ on (B)(6) 2012 an MRI indicated ¿l5-si mild facet joint osteoarthritis and facet joint tropism. L3-l4 desiccation of the nucleus pulposus and mild bulge of the annulus with left foraminal annular fissure. Mild unfolding of ligament flava. L2-l3 reduced disc height, bulging annulus impinging on the exiting right l2 root and it¿s foramen mild dorsal lipomatosis. Possible right psoas abscess (not demonstrated on (B)(6) 2012 CT scan), contiguous to the l4-l5 disc graft. Smaller focus of paraspinal loculated fluid at the medial surface of the psoas, at l3 level.¿ on (B)(6) 2012 a CT scan was performed to ¿evaluate paraspinal abscess versus bmp reaction¿. CT scan indicated ¿well-marginated lesion at the medial aspect of the right psoas, abutting at l4-l5, suspected to represent evolving ossificans in the setting of extravasation of bmp (bone morphogenetic protein). An addition are of fluid attenuation present at the medial surface of the right psoas, at l3-l4 disc level, may represent a similar process..¿ on (B)(6) 2012 an MRI indicated ¿a small area of abnormal enhancement persists in the medial aspect of the right psoas muscle at the level of l4-l5.¿ ¿no new significant abnormality involving the lumbar spine previously identified when compared to the study of (B)(6) 2012. No fluid collection is identified within the right psoas muscle currently.¿ on (B)(6) 2013 the patient presented with back pain. CT scan indicated ¿essentially stable exam.¿

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on on (B)(6) 2012 a CT scan was performed to "evaluate paraspinal abscess versus bmp reaction". CT scan indicated "well-marginated lesion at the medial aspect of the right psoas, abutting at l4-l5, suspected to represent evolving ossificans in the setting of extravasation of bmp (bone morphogenetic protein). An addition of fluid attenuation present at the medial surface of the right psoas, at l3-l4 disc level, may represent a similar process." On (B)(6) 2012 an MRI indicated "a small area of abnormal enhancement persists in the medial aspect of the right psoas muscle at the level of l4-l5." "No new significant abnormality involving the lumbar spine previously identified when compared to the study of (B)(6) 2012. No fluid collection was identified within the right psoas muscle currently." On (B)(6) 2013 the patient presented with back pain. CT scan indicated "essentially stable exam."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.